Event description:
It was reported that, during a navio ukr procedure, when the surgeon went to bur, the bur would not spin or come out of the guard: the anspach drill was locked in. They opened the handpiece clamshell and checked the gears were moving freely, unseated the long attachment and the bur, reseated them and went back to recalibrate, but the handpiece would not home. It is unknown whether which device caused the problem. The surgery was changed to manual procedure with a delay of fewer than 30 minutes. No other complication were reported.

Manufacturer narrative:
The navio long attachment, part number pfsr110006, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The evaluation followed a long attachment performance verification document. The long attachment was able to be inserted/removed without issue. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper method of inserting burr into handpiece. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. Per the clinical evaluation, the surgeon was reportedly satisfied with the surgical outcome, no additional interventions were required, and no patient harm resulted. It was communicated that the patient is currently healthy; therefore, patient impact beyond the reported use of the manual instrumentation to conclude the procedure would not be anticipated as per the complaint and field report, no patient injury resulted from the conventional procedure or the 0-30-minute surgical delay and the patient is ¿healthy¿. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.